Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2021, with blood glucose of 26 mg/dl and other value was 400 mg/dl. Customer was in emergency room as a result of high blood glucose level. The customer was treated with intravenous drip and food. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. The insulin pump will be returned for analysis.